Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Concomitant medical products: architect ipth assay ln: 8k25-20 lot: 01210f000. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). (B)(6).

Event description:
The customer states that the architect ipth assay generates discrepant results (usually high) when compared to non-abbott methodologies. The customer states that this is occurring with various lots of the architect ipth assay with both serum and plasma patient samples. The customer gave the example of one patient sample generating an architect ipth result of 24.6 pg/ml that tested at 12.06 pg/ml with a non-abbott method. No suspect results have been reported from the lab. There is no impact to patient management reported.